Event description:
(B)(6), called stating that a patient was walking, with assistance, down the hall when the 6191-a walker allegedly gave out on the right rear. The patient was caught by the aide. No injury.

Event description:
Facility, (B)(6), called stating that a patient was walking, with assistance, down the hall when the 6191-a walker allegedly gave out on the right rear. The patient was caught by the aide. No injury.

Manufacturer narrative:
(B)(4).